Event description:
It was reported that the patient was found to be unresponsive. The hcp suspected a pump problem, so the patient was brought in. A catheter dye study was performed; "no leakage or anomaly was found". The pump reservoir volume was aspirated of 5.5 mls of 500 mcg/ml of drug as expected. The pump was refilled with 2000 mcg/ml but no bridge bolus was initially programmed and the patient would only receive 1/4th of his normal dose in approximately 3 days. The hcp recalculated to program a bridge bolus to clear the old concentration at the appropriate rate. Shortly after the refill the patient "woke up" and began to respond. Per the manufacturer's representative, it was unclear as to why the patient was initially unresponsive; nor could the physician determine if the patient's waking up was related to the refill. A follow-up report will be sent if additional information becomes available to us.